Event description:
Almost two years after receiving a cypher stent, the patient had thrombosis.

Manufacturer narrative:
The male pt had the following medical history: unstable angina, previous myocardial infarction (mi), diabetes and previous coronary interventions. The target lesion was the distal right coronary artery. The vessel was eccentric and was an in-stent restenosis of a previously implanted bare metal stent. Aha/acc classification of the vessel was type b2. The lesion length was 22mm and vessel diameter was 3.0mm. The procedure was an emergent case due to unstable angina. Pre-dilatation was conducted with a 3.0 x 15mm balloon at 6atm for 30 seconds. A 3.0 x 23mm cypher stent (lot i0305004) was implanted at 16atm for 30 seconds. Post-dilatation was not conducted. Ivus was not conducted. The residual percent of stenosis was 0%. Timi flow was 2 before the procedure and 3 after the procedure. Act was not measured. Almost two years later, the pt complained of slight chest pain and came to the hosp. Coronary angiography was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, aspiration and balloon angioplasty were conducted. Inflation time and pressure were unknown. Two 3.0 x 23mm taxus liberte stents were implanted inside the cypher stent. The two taxus stents were overlapping each other. Physician indicated that the cause of the thrombotic event was because the stent was under-dilated. This device (lot i0305004) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.